Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin on board(iob) was being displayed and that the customer had not delivered a bolus. During troubleshooting, tandem technical support was able to verify that the iob was accurate. Contact did not acknowledged findings. There was no reported impact to the customer blood glucose level. Customer continued to use the pump for insulin therapy.